Event description:
It was reported that during preparation for a coronary artery treatment procedure the shaft broke.the lesion being treated is unknown. The physician was going to implant a 5.00x16mm veriflex stent. During the preparation of the device, the shaft broke approximately one-fourth of the way proximal to the balloon. The peocedure was completed without using another device. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device is a combination product.device evaluated by manufacturer:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)